Event description:
It was reported that the pt did not respond to sound. Re-implantation is planned, but a surgery date has not been set at this time.

Manufacturer narrative:
Conclusion: damage to the reference electrode, likely caused by an external impact, was determined to be the root cause of device failure. Even though no such causal event, like an accident, is mentioned in the patient report. The problems given in the patient report match the damage found. This is a final report.

Event description:
The patient did not respond to sound. The patient was reimplanted.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted. It is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.